Manufacturer narrative:
(B)(4): evaluation results: pre dilatation not carried out. No root cause identified. Evaluation summary: the device was returned to the manufacturing site for evaluation. The stent appeared to be "dog-boned" in shape indicating that the device had seen some pressure during the procedure. A negative prep was pulled on the device and a constant stream of bubbles was seen to enter the syringe indicating the presence of a leak. When a further attempt was made to inflate the balloon with an indeflator, a small amount of pressure approx 2 atms (29psi approx) entered the balloon, giving the dog boned appearance as seen on the returned stent. However, liquid was then seen to exit the distal shaft at approximately 7cm from the distal side of the balloon bond. Upon further examination, four curved marks were found on the distal tubing. The leak site was located at the second mark. Additional communication received from the field confirmed that a negative prep had been carried out on the device prior to use with no abnormalities noted.

Event description:
A 3.50mm x 18mm endeavor resolute rx drug-eluting stent was inserted into a patient for treatment of an occluded mid cx artery with 95% stenosis. As the artery was occluded, an export aspiration catheter was used twice, prior to attempted implantation of the endeavor resolute rx drug-eluting stent. An angio check performed later showed a sub-occlusive stenosis in the mid cx artery. No pre-dilatation was carried out. No friction was noted during advancement through the guide catheter. It is reported that the endeavor resolute rx device was delivered to the site of the stenosis, without any friction or difficulty noted. An attempt was then made to inflate the endeavor resolute rx device; however, the balloon did not inflate. The endeavor resolute rx device successfully removed the device from the patient. The same inflation device was used to successfully implant another stent in the artery. No patient injury occurred. No clinical sequelae were reported.